Event description:
It was reported that during the procedure in the right coronary artery, at the acute marginal and posterior descending bifurcation, after advancing a non-abbott guiding catheter, a pilot 50 guide wire was advanced to the heavily calcified lesion in the posterior descending artery. Then an unspecified 190cm bmw guide wire was advanced to the heavily calcified lesion in the acute marginal artery, but the bmw was unable to cross the lesion. Both guide wires were withdrawn, then switched; the bmw was advanced to the posterior descending artery without issue, then the pilot 50 guide wire was advanced toward the acute marginal artery, but was unable to cross the lesion. While retracting the pilot 50 into the guiding catheter, strong resistance was felt between the pilot 50 and the heavily calcified lesion. The pilot 50 was removed from the anatomy, but it was discovered, under x-ray, that the distal 7 centimeters had separated inside of the patient anatomy and was located in the aorta. The procedure was successfully completed using another pilot 50 in the acute marginal artery, along with non-abbott balloons and non-abbott stents. Another x-ray revealed that the separated pilot 50 tip had migrated to the second lumbar vertebra, near the bifurcation to the common iliac artery; the tip was snared from the anatomy successfully, however, another x-ray revealed that a small 4-millimeter piece had broken off from the 7cm tip inside of the anatomy, while snaring, and is currently located in an unknown peripheral vessel in the bowl area. No further attempts were made to retrieve the 4mm piece. There was no patient sequelae, however, there was a clinically significant delay due to the separated pilot 50 guide wire snaring. No additional information was provided.

Manufacturer narrative:
(B)(4). Guide wire: bmw (190 cm); guide cath: jr 4 6f; sheath: terumo 6f. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: an analysis of the returned device and scanning electron microscopy (sem) analysis confirmed the guide wire separation. Sem analysis was performed and the results suggest that the fracture may be attributed to ductile overload at a bend, which is consistent with the distal end of the wire being over-bent while in a trapped state. Cine of the procedure was received and reviewed by an abbott clinical specialist. The reviewer noted there is one lesion in a heavily calcified mid right coronary artery (rca) and one in the distal rca at the bifurcation of the pda and pl. Guide wires are positioned in the pl and pda. Balloon dilatations are performed in the distal rca extending into the pda. A dilatation is also performed in the mid rca. Several more balloon dilatations are performed in the distal rca/pda. The wire in the pl is removed and a stent is deployed. In scene 25, the rca/pda wire has been removed. Next images show a fragment of a guide wire including radiopaque tip in the aorta. A guide catheter is advanced below the fragment and the fragment is retrieved and retracted into the guide catheter. The last 4 images show 2 dark linear radiopacities just below the pubis. These radiopacities do not represent a guide wire fragment. The radiopacity od is larger than that of a guide wire and the length of the 2 linear objects are longer than the 3 cm of the radiopaque tip of a guide wire. In addition, the radiopacities are not in the vasculature. In scene (B)(4) there is also a radiopaque artifact with a similar appearing linear radiopacity connected to semi-circular clip or similar object. The reviewer concluded that the images confirm that a fragment of wire migrated into the aorta and was snared and retracted. The images in the pubis/groin area do not represent a guide wire fragment. A review of the lot history record indicated all lot release testing met acceptance criteria and revealed no non-conformances that would have contributed to the reported event. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. Based on the available information reviewed, there is no evidence to suggest that a product deficiency is suspected.